Manufacturer narrative:
(B)(4). Lot number unknown / not provided.

Event description:
Doctor indicated that the abutment screw (iunihg) loosened.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw loosening of the post. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined. The following sections were corrected: device available for evaluation change ¿yes¿ to ¿no¿. Device evaluated by manufacturer: reason changed to: product not returned to manufacturer. Device not returned to manufacturer.